Event description:
During an unknown lung procedure the surgeon was stapling across the pulmonary artery using the tsw35. The instrument had been fired once. The instrument was reloaded with a reload, the felt was not accurate. The or staff reasured the surgeon the reload was correct. The instrument was fired and cut but did not staple. The pt was transferred with 2 units of blood. After the procedure, the incorrect evu35 reload was found in the tsw35. The rep reports the or staff was inserviced that the reloads are not interchangable between the ez35w and tsw35. The evu35 reloads have been pulled off the shelf. The surgeon reported to the family there was an instrument malfunction. The pt is reported in satisfactory condition. On 4-23-97 rep faxed in the checklist with additional information. The procedure performed was a thoracotomy with bronchoscopy and lung resection. The tsw35 was used to transect the pulmonary vein. The hospital did not have any tr35w reloads.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.